Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. Customer reports alarm did not occur during manual prime. Troubleshoot was performed for no delivery and site of infection. Customer also states that site of infection shows signs of infection as puss coming out. The insulin pump will not be returned for analysis.